Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system was exhibiting noise, oversensing which resulted in several episodes of pacing inhibition for this pacemaker dependent patient. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.